Event description:
The user facility reported that after a normal successful deployment of the angio-seal device, the patient developed a pseudoaneurysm. The patient was in stable condition. The procedure outcome was successful. Additional information was received on 11jul2023: the procedure performed for the patient prior to the use of the closure device being used was a diagnostic cerebral angiogram. A 5fr procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There was no issues with insertion, deployment, or withdrawal of the device. Hemostasis was achieved with the reported angio-seal device. There were not multiple sticks performed to gain arterial access. The puncture site was not below the common femoral artery or a low stick. No testing performed to diagnose the pseudoaneurysm. There was no medical or surgical intervention was performed to treat the pseudoaneurysm.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lab manager. A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential closure complication resulting in a pseudoaneurysm. The exact root cause was unable to be determined. The likely cause was determined to have been excess tamping or tensile force resulting in a pseudoaneurysm. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).